Event description:
End user states while operating the motorized wheelchair, she turned too quickly and drove the unit off of the curb allegedly fracturing the l1-l2 vertebrae. End user reported that she was not wearing the safety belt.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported driving the unit off the edge of a curb without the use of a seat belt. The owner's manual warns, "never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator", and "always use the seat belt".